Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the pulse generator exhibited battery impedance anomaly and long pacing intervals. The device was explanted and replaced on an unknown date. The patient&#38112;condition was good and stable pre, during and post procedure.